Event description:
Technician alleged that the head hi/low was drifting down.

Manufacturer narrative:
Technician replaced the head hi/low cylinder and this resolved the drift. There were no alleged injuries.